Manufacturer narrative:
H3: product ID 977a260, serial# (B)(6), was returned for product analysis. Analysis found the stim lead body conductor was broken at injex anchor site. H3: product ID 977a260, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, >40,000. A loss of stimulation and return of pain was noted. Rep tried running different lead impedance check, still showing oor. Tried reprogramming around affected electrodes. Patient stated she fell, and that she falls often. She noticed not being able to increase her stimulation on her patient programmer. Rep met with the patient, and it shows high impedances on certain electrodes. Patient planning to have lead revision before end of 2024. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 01-feb-2027, UDI#: (B)(4); product ID: 9 77a260, serial/lot#: (B)(6), ubd: 31-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97791, serial# unknown and product type: accessory. Product ID: 97791, serial# unknown and product type: accessory. Product: ID 977a260, serial# (B)(6), implanted: (B)(6) 2023 and product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported a lead revision was performed on (B)(6) 2024. The leads were being sent back for evaluation. All new impedance checks on new leads were within normal limits.